Event description:
The lead was capped and replaced due to low impedance. Upon explant, insulation abrasion was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.